Event description:
Additional information received from a consumer reported that the patient had poor coupling with one of their implantable neurostimulators (ins). The patient was able to get two coupling bars and at times they were able to get four. Recharging has been done when the patient was sleeping. The reporter stated the ins got turned around backwards, so the patient was having difficulty with coupling. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that there was a coupling problem, no coupling bars were shaded. The patient had had a revision on the right and left pockets. The patient had been having trouble communicating with the right implantable neurostimulator (ins) and was not seeing any coupling bars using the original recharger. The patient was charging over a thin shirt. The incision was glued. The patient was not having any issues with the left ins, coupling bars, charging. The patient changed the dial in all 4 positions. An antenna locate feature was done and they had started with 48/48 and had ended with 58/60 which provided 2 coupling bars to be shaded. The ins was charging up to (B)(6) charged. Pressing the start charge button prior to the antenna locate had not improved coupling bar status. The patient had a follow up appointment scheduled for (B)(6) 2014. It was later reported that the patient was heading to the emergency room. There was a possible unknown issue. It was unknown why the patient was going to the emergency room and they were unable to confirm if the patient was having a recharging related issue or if there may be something going on with the pocket. It was later reported the patient was only able to get 2-3 boxes. The patient was at the healthcare professional¿s on friday prior to (B)(6) 2015 and they had only been able to get 3 bars max. The implantable neurostimulator (ins) may be flipped. An x-ray was done and said the device may be flipped. The patient had had charging issues since implant. One side charged just fine and the other charged to (B)(6) max. It was rated 1 to 5 and never got better than 2 so the patient was sitting for like 2 hours trying to charge the one side. They had gone over everything at the appointment on friday prior to (B)(6) 2015. They had done some resetting but still were having the problem. The patient had two devices and two rechargers. The two rechargers came up with the same reading. One side worked fine and the other had not. The right side was the side that would not work well. They think the battery might have rotated. After the operation it looked like the battery had been turned sideways. The battery had flattened back out but they wondered if it was sideways and flipped backwards. It was noted that they had been concerned with impedances at the appointment on friday prior to the date of this report but not sure which side.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37612, serial# (B)(4), implanted: 2010-(B)(6), product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v113842, implanted: 2008-(B)(6), product type: lead. Product ID: 3387s-40, lot# v103455, implanted: 2008-(B)(6), product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).